Event description:
The customer reported that the device jaws could not be re-opened during a procedure and that the device blade was exposed. There was no patient injury. No more information was given by site contact in regard to the incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.